Event description:
It was reported that the user experienced hypoglycemia after announcing a meal while blood glucose was 66 mg/dl and subsequently dropped to a nadir of 55 mg/dl about an hour later; the device issued a low glucose alert and the user treated with oral glucose, after which glucose stabilized to 80 mg/dl confirmed by fingerstick. Symptoms included lightheadedness and fatigue. Outcomes included self-recovery without external assistance or medical intervention. Investigation included review of synced report logs and user-reported questionnaire responses, along with real-time confirmation of glucose recovery and education on using the meal as a low treatment when trending low. Investigation of this case revealed no device malfunction, with hypoglycemia occurring in the setting of a meal announcement at low glucose and subsequent correction with juice. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.